Event description:
A female used thermacare pain relieving heatwraps, knee wraps 1 applic for 1.5 hours once only in 2005 and the product caused her to have third degree burns. She reported that she did not feel it burning while she was wearing the product, but after removing the wrap she had blisters the size of "cells". She mentioned that she visited her physician who diagnosed that she had third degree burns and prescribed keflex 500 mg. She reported that she was seen in the emergency dept two times and that the burns were very deep and required debridement three times. The case outcome was improved. The consumer reported that she wore the thermacare wrap for maybe an hour and a half and never felt it getting warm. She reported that she still had a "big scab" that was an inch long and about a half an inch wide and it was no longer tender, but was healing slowly. The consumer reported that she was seen by her physician who provided debridement procedures at the clinic. She mentioned that there were two days that she could not work.